Event description:
A report was received that stated a hospital employee was exposed to blood when the device leaked. According to the reporter, the nurse was drawing blood with a greiner vacuette tube and the system leaked causing blood exposure to the nurse's face. She was treated per protocol. Nurse is not sure where the leak happened as the sample was heavily contaminated and discarded. Reporter states the nurse is relatively new, but has good technique.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.